Event description:
Medtronic received information that during use of a bio-medicus one-piece femoral arterial cannula, it was reported that a hole was observed in the cannula. The defect caused blood to leak from the device. The issue was observed during the preoperative catheterization process. The device was replaced immediately after the discovery to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. The damage was not in the location of the sutures. There was no amount of patient blood loss as a result of this leak. There was no transfusion required as a result of this leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received additional information that the cannula was not heated or cooled prior to use. The damage was not in the location of the sutures. The customer could not provide the amount of patient blood loss as a result of this leak. There was no transfusion required as a result of this leak. Correction e1: first name and last name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.